Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 6947m62, implanted: (B)(6) 2013; product ID: 4568-53, implanted: (B)(6) 1999. (B)(4).

Event description:
It was reported that the patient developed an infection. The device and leads were explanted. During the explant procedure, the device and high voltage lead was reported as explanted without issues. It was noted that the brady leads required laser removal and complications occurred near the end of the procedure and the patient died.